Manufacturer narrative:
An event regarding corrosion involving an hris osteotome was reported. Conclusion: the device was discovered during set up for surgery. The event was confirmed however, the root cause cannot be determined. The material analysis report indicated, "debris was observed on the osteotome. The location of the debris was at or near the weld between the blade and hex fitting of the osteotome. Eds showed the base alloy of the osteotome was consistent with 455 ph stainless steel alloy and the debris was consistent with iron oxide and the osteotome base alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." However, based on the procedures and DHR's provided by the supplier and internal packaging team there were no deviations processing this instrument. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that as they unpackaged the grays osteotome prior to the case they noticed that there was fleck of corrosion on the corner.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that as they unpackaged the grays osteotome prior to the case they noticed that there was fleck of corrosion on the coner.